Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review.the user was advised to re-link their sensor.a sensor re-link was completed. After monitoring, engineering confirmed that the calibrations aligned with sensor glucose trends and determined that no transmitter or sensor replacement was necessary. The user was advised to continue using the system and enter calibrations when trend arrows are stable.no further actions were possible for this complaint as the user stopped responding to the communications from customer care.

Event description:
On 18 april 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
B4. Date of this report 16 july 2025. G3. Date received by the manufacturer? 16 july 2025. H6. Investigation findings updated to 3224.